Event description:
My child will be (B)(6) old tomorrow. He was playing with the ruby teething gum massager that comes in a package with their soothing gel. This product states 0m+ as a recommended age. While chewing on this my son was able to lodge it in his throat far enough to cut off his airway and was unable to cry. He was flailing his whole body in panic and his lips were blue. I pulled out the small part of the handle that was showing out of his mouth and dislodged it. My concern is my child was able to lodge an age appropriate toy into his airway. I believe the age limit needs to be changed or the toy needs to be made large enough that it cannot be lodged into a child's throat. (B)(4). Purchase date: (B)(6) 2019.